Event description:
A study performed in a hospital tested the blood glucose of neonates using 5 second contour meters and a rapid lab 1265. Meter and rapid lab samples were collected at the same time. Fifty eight comparison tests were performed. The contour meters read high compared to the rapid lab for 45 of the 58 tests. The difference between results for 3 of the tests fell in the "c" zone of the parkes error grid, making the differences clinically significant. The readings were as follows: 3.2 and 5.1 mmol/l, 2.3 and 4 mmol/l, and 2.8 and 4.6 mmol/l. No adverse events were alleged. Several lots of microfill test strips were used during the testing, but are no longer available in the hosp stock. No product will be returned for evaluation.

Manufacturer narrative:
Serial numbers for the contour meters were not provided, so it was not possible to determine manufacture dates.